Event description:
It was reported the patient was unable to adjust their stimulation. It was stated that beginning about four months prior to report the patient was not able to adjust his stimulation after going through a full body scanner at an airport. It was noted that when the patient placed his programmer over the implantable neurostimulator (ins) it would not respond, but when it was held away from the ins he could check the battery reading. It was reported the patient was later able to turn his stimulation back on using his recharger and that ¿everything was working¿ at that time. It was noted the patient was unsure at the time of report whether the airport security scanner was what caused the incident. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 7 48940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n226310, implanted: (B)(6) 2009, product type: adapter. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type; extension. Product ID: 3998, lot# j0425093v, implanted: (B)(6) 2004, product type: lead. (B)(4).